Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2012, the patient presented with wheezing and chest tightness. Subsequently, he was diagnosed with an acute myocardial infarction and was referred for cardiac catheterization. In (B)(6) 2012, the patient presented with unstable angina, ischemic cardiomyopathy and positive stress test and was referred for cardiac catheterization. The de novo target lesion was located in the mid right coronary artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.2 mm. The lesion was treated with predilation and placement of a 20mm x 3.00mm ion stent. Following post dilation, residual stenosis was 0%. In (B)(6) 2012, the patient presented with complaints of 2 days of shortness of breath and fever. The patient was admitted for hospitalization. Cardiac enzymes were elevated and the event myocardial infarction was reported. Electrocardiogram was performed which revealed a non-q wave myocardial infarction and an ejection fraction of 20-25%. The patient then went into a respiratory arrest and subsequently to a cardiopulmonary arrest for which he received 1 dose of epinephrine and was resuscitated. He was intubated during the code. After the code, the subject again became hypotensive. He was started on dopamine for inotropic and vasopressor support. Despite the interventions, the patient's condition continued to worsen. The patient was on a "do not resuscitate" state. Subsequently, the patient died.